Event description:
Patient was revised to address thigh pain from loosening and subsidence of the stem. (B)(6) 2012- litigation papers received. In addition to previously reported allegations, the patient is now alleging pain and dicomfort along with general litigation raising issue with metal on metal. A metal liner and femoral head has been added and initial emdrs created.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.